Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event during use on 28-mar-2024. The infusion set was in use for 24 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.